Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process with multiple cartridges. Reportedly, customer loaded a new cartridge with 150 units of room temperature insulin. Customer primed over 30 units of insulin and reported hearing the pump's motor and seeing insulin in the tubing line; however, the insulin did not drip out. Tandem technical support (cts) assisted the customer in performing the fill tubing process again; however, the issue recurred. The customer disconnected from the tubing and primed tubing. Customer reported after 10 units of insulin, no insulin was being pushed from the tubing line. Cts instructed the customer to attempt to use a new cartridge and use water instead of insulin. The customer attempted to fill 20 units and reported nothing was coming out of the cartridge pigtail. The customer's blood glucose was not impacted. Customer confirmed that an alternate method of insulin delivery was available.